Event description:
The customer reported that he was getting a "speaker malfunction" message on his mp70 display and there was no audio coming out of the speaker. There was no report of any adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that he was getting a "speaker malfunction" message on his mp70 display and there was no audio coming out of the speaker. There was no report of any adverse pt impact. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.